Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025 the user's caregiver reported frustration with the user¿s high blood glucose (bg), reaching 338 mg/dl following a meal. The agent confirmed through reports that the ilet had delivered a meal bolus and was administering small corrective doses to gradually reduce bg levels. The user¿s caregiver admitted that a false meal announcement had been entered, and the agent explained that false announcements can cause the ilet algorithm to maladapt, resulting in inaccurate dosing. The agent emphasized the importance of announcing meals within 30 minutes of eating. Video guides and additional training were arranged. Follow-up calls showed bg decreasing to 202 mg/dl within two hours. No external assistance or medical intervention occurred.